Event description:
It was reported that during a dialysis catheter placement procedure, needle allegedly had leak. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2023). Device pending return.

Event description:
It was reported that during a dialysis catheter placement procedure, needle allegedly had a leak. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one introducer needle, one 8fr & 12fr dilator, one j-tip guidewire in a guidewire hoop and one tunneler with a loaded protective sheath was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. In addition to the physical sample received for evaluation, two electronic photos were provided for review. The investigation is confirmed for the reported fluid leak issues and identified fracture issue as a cracks were observed on the needle hub and upon infusion, leaks from the hub were observed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.